Event description:
On july 29th, 2024, hcp reported to the sales representative that the patient had pdo threads implanted on (B)(6) 2024. According to the hcp, two and a half months after, the patient developed three nodules overlying one of the threads on the right cheek. Hcp stated that the nodules are worsening in size and tenderness despite the patient starting oral doxycycline 100mg bid for three days. Hcp disclosed that the patient will be seen in person tomorrow by the hcp for evaluation and consideration of tissue cultures. On july 29th, 2024, the hcp was contacted via email to acquire more information about the case. On july 30th, 2024, the medical director offered medical advice to the sales representative who forwarded it to the hcp. The medical director advised that the thread was likely placed too superficially causing this issue and recommended oral antibiotics for 2-4 weeks. The medical director also suggested incision and drainage of the three abscesses should be done and if any pieces of thread can be removed it should be done and wounds irrigated with antibiotic rinse. On august 8th, 2024, a follow-up email was sent to the sales representative to acquire additional information about the case. On august 13th, 2024, both the sales representative and hcp were contacted via phone call with no answer. A follow-up email was sent to both the sales representative and the customer. On august 13th, 2024, hcp provided the necessary information that was requested. According to the hcp, the patient is doing better with injections of steroid and oral antibiotics. This is an ongoing investigation. Additional information will be updated if and when it is available.

Event description:
On july 29th, 2024, hcp reported to the sales representative that the patient had pdo threads implanted on (B)(6) 2024. According to the hcp, two and a half months after, the patient developed three nodules overlying one of the threads on the right cheek. Hcp stated that the nodules are worsening in size and tenderness despite the patient starting oral doxycycline 100mg bid for three days. Hcp disclosed that the patient will be seen in person tomorrow by the hcp for evaluation and consideration of tissue cultures. On july 29th, 2024, the hcp was contacted via email to acquire more information about the case. On july 30th, 2024, the medical director offered medical advice to the sales representative who forwarded it to the hcp. The medical director advised that the thread was likely placed too superficially causing this issue and recommended oral antibiotics for 2-4 weeks. The medical director also suggested incision and drainage of the three abscesses should be done and if any pieces of thread can be removed it should be done and wounds irrigated with antibiotic rinse. On august 8th, 2024, a follow-up email was sent to the sales representative to acquire additional information about the case. On august 13th, 2024, both the sales representative and hcp were contacted via phone call with no answer. A follow-up email was sent to both the sales representative and the customer. On august 13th, 2024, hcp provided the necessary information that was requested. According to the hcp, the patient is doing better with injections of steroid and oral antibiotics. This is an ongoing investigation. Additional information will be updated if and when it is available. Update: on august 20th, 2024, an email was sent to the hcp to inquire about the status of the patient and to confirm the removal of the threads. On august 23rd, 2024, a follow-up phone call was made to the hcp but the hcp was not available. On august 27th, 2024, a follow-up email was sent to the hcp. On september 2nd, 2024, the hcp replied back to the email stating that they were unable to fully remove the threads as they were already breaking down. According to the hcp, the patient is doing better on antibiotics. On september 3rd, 2024, the hcp reported that only a few pieces of threads were able to be removed and there is a thread remaining in her skin. According to the hcp, the patient is doing okay but the bumps are still there, and it has not been resolved completely. Hcp provided a photo of the patient and requested medical advice. On september 4th, 2024, the medical director provided medical advice which was forwarded to the hcp. The medical director recommended letting the threads dissolve and treat hyperpigmentation with topical hydroquinone/steroid as the granulomas look less inflamed/active but need to confirm clinically (no tenderness, fluctuance, etc.). On september 17th, 2024, an email was sent to the hcp to inquire about the status of the patient. The hcp responded that the lesions are still present as of the patient's last visit. Hcp stated that they are allowing the threads to dissolve and resolve spontaneously, since the thread was not able to be fully removed by the hcp. On october 1st, 2024, a follow-up email was sent to the hcp to inquire about the status of the patient. The hcp replied that the bumps have become inflamed again, not responding to antibiotics and the cultures are negative. On october 28th, 2024, another follow-up email was sent to the hcp to inquire about the status of the patient. According to the hcp the patient is doing better, and the lesions are reducing in size. Hcp stated that the patient has left pigmentation and small bumps behind. Hcp confirmed that there will be no more follow-ups with the patient. The case has been closed with no further communication or follow-up from the hcp.